Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which resulted in pacing inhibition within a day of implant. This patient is pacemaker-dependent. Boston scientific technical services (ts) was contacted for assistance and discussed possible root causes including presence of air bubbles in device header and electromagnetic interference (emi). This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the noise oversensing was resolved by reprogramming the right ventricular (rv) sensitivity. No further action is planned and there were no adverse patient effects. This device remains in service.